Event description:
During the procedure, the plate broke while attempting to bend it to match the patient's anatomy. The surgery was extended approximately 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.